Manufacturer narrative:
The device was returned to olympus for inspection. The reported event was confirmed. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, it is likely the following led to cable damage: due to a cut on the cable. The following led to the intermittent image loss: due to a bad charge coupled device (ccd). However, the bad ccd was not an MDR reportable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The autoclavable camera head was returned to the service center with reported damaged cable, during reprocessing. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, there was a cut on the cable and intermittent image loss were found. The probable cause for the intermittent image loss was due to fa bad charge coupled device (ccd). The probable cause for the cut on the cable was a problem in its material integrity. There was no patient involvement.